Event description:
The international distributor reported the ventilator went vent inop and alarmed while in use on a patient due to a flow sensor failure. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor replaced the main pcb board to correct the reported event.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 442 mg/dl, 332 mg/dl, 193 mg/dl, and 217 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot# 0918933 were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.